Event description:
Physician reoperated on patient and found band slippage and pouch dilation, which led to holes in stomach at site of stitches, and subsequent abscess. Physician elected to explant the band.